Event description:
The salute fixation device is intended for fixation of prosthetic material. The onux sales rep observed that during demonstrations of the device in test material. The instrument was deploying intermittent straight wire deployment. Instead of the proper "q" shape formation. There was no report of malformed constructs in a clinical setting.